Event description:
Overdelivery reported. The pump was in home care use to deliver subcutaneous morphine for pain therapy. A 100ml (10mg/ml) container was started on 2/4/98 at 0.6ml/hr with a 1mg bolus dose available every 15 minutes. The pt "could not tolerate that dose" so the continuous infusion rate was decreased to 0.5ml/hr, then to 0.4ml/hr and finally to 0.3ml/hr within 12 hours from start up. The infusion remained at 0.3ml/hr for approximately 24 to 48 hours at which time it was increased to 0.4ml/hr. On 2/8/98 at 1pm, the display indicated a total volume delivered of 39.6ml but the IV container was empty. The number of pca doses in addition to the continuous rate was not known. The pt experienced increased somnolence: he was arousable but would fall asleep mid-conversation. He was also "extremely nauseated and dizzy but did not respond to his usual antiemetics." He was given ativan to assist with his antiemetic regimen but it also did not help. There were no changes to his respiratory status or vital signs. The pt was also receiving 5fu at the time from a separate pump which the nurse reports could have caused or contributed to the nausea. The pt reportedly did not experience any adverse sequelae.

Manufacturer narrative:
The pump and tubing were returned from the customer for testing. A review of the pump's history log indicated the pump was programmed on 1/8/1998 at 3:57 p.m. To deliver 10mg/ml, 5mg/h, 3 mg bolus, with a 1000mg container. On 1/9/1998 at 2:23 p.m. The bolus dose was changed to 1.0mg. The next change occurred on 1/30/1998 at 9:24 a.m. When the rate was changed to 4.0mg/h. A power loss alarm had occurred at 8:31 and was restarted at 8:33 p.m. On 2/4/1998 at 10:00 a.m. New container was selected. There was no rate or concentration changed between 2/4/1998 to 2/8/1998 at 2:39 p.m. When the pump was powered off. There were two error 100's found. One occurred on 2/7/1998 and the other on 2/8/1998. The pump passed the diagnostic kepad test. An infusion test was programmed to infuse 10mg/ml, 4mg/h, 1mg bolus, and a 15 minute lockout. The expected amount was 39.3ml and co measured 37.4ml. The percent of error was -4.8%. The pump infused within specifications.